Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) conducted an evaluation of three photographs. One photograph is of a port, and two are of plastic remnant disengaged from a device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. Visual testing of the photographs confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the disengaged plastic. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Event description:
According to the reporter: patient had a lap chole on (B)(6) 2014 at kaiser (B)(6). Patient had on going pain for several months and was seen at kaiser (B)(6) and subsequently had a lap appy on (B)(6) 2015 during the lap appy a 9cm piece of plastic was found in the patients abdomen. Patient status is stable. The issue did not result in tissue damage or patient injury.

Manufacturer narrative:
(B)(4).